Event description:
While prepping the 6mm angioguard the distal end of the yellow deployment sheath bunched up and tore. As a result, the tech was unable to successfully backload the angioguard into the deployment sheath and the device was passed off the sterile field and another one pulled. The device was not used in the patient and there was no patient injury. The complaint arose due to a problem during the prepping of the device. The product evaluation for the product involved in this complaint revealed that "a 1mm section of the coil wire was unraveled at 35 mm form distal end."

Manufacturer narrative:
One non sterile angioguard was received coiled inside a plastic bag. The filter basket was partially loaded into the delivery sheath. The deployment sheath was accordioned on its distal section. A 16mm section of the deployment sheath presented a premature peeling condition starting on its proximal end. The piece was inspected under microscope and it was observed that a 1mm section of the coil wire was unraveled at 35 mm form distal end. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428737 (note: lake region lot number 01428737 which is cordis lot number 71110503). This packaging lot contained 152 units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: deployment (delivery) sheath- frayed/split/torn-during prep" was confirmed due to the received conditions of the product; however, the deployment was not observed to be torn as mentioned in the event description. It is possible that procedural factors could have influenced to the reported failure. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
While prepping the angioguard the distal end of the yellow deployment sheath bunched up and tore. As a result, the device was unable to be used. There was no reported patient injury. One non sterile angioguard was received coiled inside a plastic bag. The filter basket was partially loaded into the delivery sheath. The deployment sheath was accordioned on its distal section. A 16mm section of the deployment sheath presented a premature peeling condition starting on its proximal end. The piece was inspected under microscope and it was observed that a 1mm section of the coil wire was unraveled at 35 mm form distal end. Note: lake region lot number 01428737 which is cordis lot number 71110503. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428737. This packaging lot contained 152 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "deployment (delivery) sheath- frayed/split/torn-during prep" was confirmed due to the received conditions of the product; however, the deployment was not observed to be torn as mentioned in the event description. It is possible that procedural factors could have influenced to the reported failure. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.